Manufacturer narrative:
DHR review was conducted for each possible part/lot combination. Part number 394.820 synthes lot number 2453471; release to warehouse date: 22 jan 2009 manufacturing site: (B)(4). Part number 394.850 synthes lot number 2425189, release to warehouse date: 29 oct 2008 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition . Part number 394.870; synthes lot number 2325497 ; release to warehouse date: 30 jan 2008 manufacturing site: (B)(4). Ncr (B)(4) was generated during production for a noncompliant raw material issue. All parts were checked and the defective devices were scrapped according validated procedure. There is no influence on the reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. For all other mentioned part/lot numbers the DHR¿s are not available as these devices are at least 12 years old. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents , which was in place till august 2014. Customer quality conducted an investigation of the returned devices. The returned carbon fibre rods were visually and functionally checked with the returned clamps. Normal signs of use, such as small scratches and minor dents are present on the surface. The function test showed that the rods do fit with the clamps, however, in some cases more force needs to be applied. The review of the device history records revealed that the returned rods were manufactured according to the specifications and that they are at least 12 years old, some are even 17 years old. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances; the complained malfunction can be traced back to repeated reprocessing cycles and wear over the life of the devices. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As per request these devices will be sent back to the customer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
His report is for unknown quantity of unknown rods. Potential part and lot numbers are: 1x 394.830 / 2030, 1x 394.830 / 2026, 2x 394.810 / 2046, 1x 394.810 / 2151173, 1x 394.800 / 2020,1x 394.800 / 2018, 1x 394.800 / 2026, 1x 394.800 / 2019, 1x 394.800 / unknown, 1x 394.850 / 2105299, 1x 394.850 / 2425189, 1x 394.840 / 2061, 5x 394.850 / unknown, 1x 394.860 / 2052, 1x 394.860 / 2069818, 3x 394.880 / 2017, 1x 394.870 / 2325497, 1x 394.870 / 2048, 1x 394.870 / 2088223, 1x 394.870 / 2048, 1x 394.870 / 2004239, 1x 394.870 / 2100498, 1x 394.870 / 2028, 1x 394.830 / 2020959, 1x 394.830 / 2014, 4x 394.830 / unknown, 1x 394.820 / 2033, 2x 394.820 / 2029, 2x 394.820 / unknown, 1x 394.820 / 2453471. It is unknown which parts are affected. Exact part#, lot# and UDI # is not available. Device malfunctioned during surgery. Device was not implanted/explanted. (B)(6). This report is for unknown quantity of unknown rods. PMA/510(k) number is not available. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 during the procedure, some of the carbon fiber rods would not enter the clamps. It is uncertain if the clamp or the rod is the problem. The surgery was not prolonged. Procedure was completed successfully with no patient harm. This report is for unknown quantity of unknown rods. This is report 2 of 2 for (B)(4).